Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after filling multiple cartridges with an unknown amount of insulin. There was no impact to the customer¿s blood glucose. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.